Event description:
The customer reported that during shift check, the autopulse platform displayed a user advisory (ua) code 7 (discrepancy between load 1 and load 2 too large). The crew was unable to clear the ua code. No pt involvement was reported.

Manufacturer narrative:
The autopulse platform with serial number (B)(4) was received for investigation on (B)(4) 2013 and the reported complaint was confirmed. Visual inspection showed that the top cover, front enclosure and battery lock were damaged. These were replaced. Upon powering up of the autopulse platform "ua7" was observed. Further investigation found one of the load cell was not functional. The load cell was replaced and the complaint was remedied. A review of the data archive showed fault "ua7" and large object/pt was used onboard during compressions. The autopulse is designed for adults with weight of no more than 300 pounds. The board passed final test. Based on the eval results, a probable root cause for the reported complaint was that one of the load cell was not functional.